Event description:
The customer reported that connector out 2 serial digital interface was not functioning during a therapeutic endoscopy procedure and procedure was completed using the same device. Involving an olympus video system center. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.